Manufacturer narrative:
On (B)(6) 2020, mentor became aware that this complaint is a duplicate of manufacturer report number ip-(B)(4). This file has been updated to contain all of the most current and correct information, and final reporting and documentation of this event will take place in this manufacturer report number 1645337-2020-07039 . Facility information: facility name: (B)(6) phone number: (B)(6) address : (B)(6) the patient¿s date of birth was (B)(6) 1987, patient¿s age was 33. Capsular contracture was baker grade iii/IV. The date problem observed was (B)(6) 2020 . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a mentor smooth round moderate plus profile 350cc and experienced capsular contracture on her left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.